Manufacturer narrative:
The investigation for the kinked catheter has been completed. Examination of the submitted photograph confirmed a catheter kink which reportedly resulted from attempted pump repositioning into the ventricle. Based on the provided information that the patient was being moved at the time, the root cause of the reported positioning issues was most likely use-related. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 64yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the 5.5 kinked while positioning. The pump was replaced without harm or injury and support proceeded on second pump. There was no patient harm reported.